Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the video telescope image was not displayed. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: . The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: switch 1 operation failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the switch 1 operation failure: temporary contact failure due to deposits on the electrical contacts of the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.